Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that upon performing 2dimension images, there was a thin black rectangle on the image. Medtronic specialist reported upon performing 3dimension image, there was a ring on the image. Medtronic specialist reported the fluro gain calibration was performed 4 times before the issue was resolved. No patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: m018081c001, version #: 4.3.0. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. H3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. Codes: b01, c19, d0302. The software team determined that this was not a software issue. Complaint data analysis found the event was due to a hardware issue as per complaint data "description shows; this is an asic issue with varian and the detector." Software functioning as designed. Codes: b29, c19, d0302. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.